Event description:
Philips received a complaint by the customer on the v60 indicating while performing preventive maintenance (pm), it was observed that error code 1007 "machine and proximal pressure sensors failed" occured when the device was powered on. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised the customer to make sure the data acquisition (da) to motor controller (mc) cable is fully seated on the da printed circuit board assembly (pcba). The customer reseated the da to mc cable on the da pcba board and now powers on without giving a vent inop 1007, issue resolved. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.